Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for the last several weeks,her body seems to get hot and then stops and the patient has talked to her doctors and is wondering if it could have anything to do with the implant. She called and made an appointment with the managing urologist as well and that appointment is on jun 23rd. The patient was just hot near the thighs, vaginal area and back. It comes and goes and her temperature has gone from 97 to 98.7. The patient stated that the stimulator is uncomfortable, she can feel it under the skin and it moves. The patient said this has been going on for over a month or longer. The patient wondered if she was having hot flashes but never perspires. Patient services reviewed possible adverse events and recommended the patient to follow up with her managing healthcare professional to determine appropriate intervention. The patient confirmed she will call before her next doctor's appointment. No further patient complications are anticipated or expected as a result of this event.